Event description:
It was reported that a patient underwent a lumbar surgery and during the procedure, one screw slipped and had to be replaced to complete the surgery. There were no patient complications reported with this event.

Manufacturer narrative:
(B)(4). (B)(4). Product analysis observations: visual analysis reveals the first part of the thread is damage slightly. This small about of thread damage can be seen but did not keep the break off from threading into a sample mas. The damage appears to be the result of the screw not being aligned properly when being installed conclusion: the above observations are consistent with thread damage for misalignment.